Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a frayed cable. The procedure was completed with no reported injury. On 01/30/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during robotic surgery the megasuturecut needle driver cables and fenestrated bipolar cables snapped.